Event description:
It was reported that a patient's right ventricular lead exhibited low defibrillation impedance on high-voltage (hv) shock delivery. Insulation breach was suspected. No intervention has been performed. Patient was stable.